Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as product identification numbers were not provided by the complainant. (B) (4).

Event description:
User facility reported that following a novasure endometrial ablation, the physician did a hysteroscopy and verified good ablation results. A laparoscopy was then done to perform a scheduled tubal ligation. At this time he noticed blanching on the fundus of the uterus. The blanching "was only to the uterus and not the abdomen". The physician "searched and found no evidence of injury in the abdominal cavity". No uterine perforation was seen on hysteroscopy or laparoscopy. During f/u on (B) (6) 2009, it was reported that the pt was discharged home following the novasure procedure, with a prescription for augmentin (amoxicillin and clavulanate potassium, dose unk) for 1 week. During f/u on (B) (6) 2009, the physician reported the pt is currently "fine".